Event description:
It was reported when using the bd micro-fine¿+ pen needle, the device experienced a damaged or open unit package / seal where sterility is compromised. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was only found that the package was cracked after opening the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. 70pcs retention samples were checked on appearance of the bag and count, no failure found this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A device history review was conducted for lot number 0184453.

Event description:
It was reported when using the bd micro-fine¿+ pen needle, the device experienced a damaged or open unit package / seal where sterility is compromised. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was only found that the package was cracked after opening the package.